Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh were implanted. It was reported that the patient experienced pain, erosion of her internal tissues and she has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted, concurrently with a tvh, and a&p repair due to uterine prolapse, grade 2 cystocele, rectocele, and sui. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with tvh due to uterine prolapse, cystocele, rectocele and sui. It was reported that following insertion the patient experienced pain, erosion, urinary problems and dyspareunia. On (B)(6) 2012 the patient underwent excision of posterior gynemesh and perineoplasty due to pelvic pain, dyspareuinia and vaginal mesh migration. On (B)(6) 2012 the patient underwent surgical removal of vaginal hematoma and debridement with irrigation and repair of vaginal suture line due to vaginal hematoma 1 week s/p vaginal mesh removal in the posterior aspect of the vaginal and perineoplasty. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6), due to extruding mesh at posterior vaginal wall. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent perineoplasty and excision of vaginal mesh on (B)(6) 2012. It was reported that patient underwent evacuation of vaginal hematoma on (B)(6) 2012 due to bleeding and clots. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.